Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the pump was possibly exposed to perspiration. Her blood glucose level was 166 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. She also reported receiving a failed battery alarm, even after changing the battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.